Event description:
Note: date of the procedure is unknown. It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was used in a feeding procedure (patient age, gender and weight are unknown). According to the complainant, the feeding tube leaked nutrition between the tube and locking tab. Another corflo cubby low profile gastrostomy device was used to replace the damaged device. No patient complications were reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual evaluation of the returned device revealed that the bond area between the y-port and the tubing began to separate on one side. It appears that the bond failure is due to either incorrect bonding technique or not using enough bonding solvent.